Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd medication cassette reservoir was leaking while compounding hydromorphone drug and saline in the cassette 50ml. The leak may indicate damage to the cassette, which could result in loss of sterility, incorrect dosing, or interruption of therapy if used. There was no patient involvement, and no patient harm reported.